Event description:
User experienced a leak from the analyzer. No patient samples were involved. Operator was not harmed. The field service representative determined the ews sipper wash station was clogged and cleaned the wash station. Performance tests were performed.